Event description:
The customer contacted beckman coulter, inc (bci) in regards to erroneously elevated accutni (troponin I) results generated on the access 2 immunoassay system for multiple pts. The pt samples were retested and the results were within the normal reference range. The initial erroneously elevated results were reported outside the laboratory. There are no reports of any adverse pt consequence or any medical intervention to prevent or preclude any adverse pt event.

Manufacturer narrative:
The field service engineer (fse) was dispatched to the site on (B)(4) 2009 to investigate the event. The fse addressed qns errors that were present in the event log by adjusting the pipettor alignments and ultrasonic sweep frequency setting. The fse noted that the accutni results were not caused by the qns errors. The fse performed a high sensitivity system check which passed within instrument specifications. A definitive root cause could not be determined for this event. This is 1 of 2 separate MDR reports related to 4 pt events associated with a single malfunction report on different days. Reference MDR number 2122870-2011-05699 for all related events. This reportable event was identified during a retrospective review of complaints conducted between (B)(4) 2008 through (B)(4) 2010 for add'l reportable events.